Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 10:36am on (B)(6) 2019; and the adverse impact on the quality of tissue processing was further exacerbated by a subsequent use error in which the affected tissue samples were exposed to the cleaning cycle. The facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning in section 5.4.4: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Subsequent exposure of the tissue samples from this protocol to the cleaning cycle, as reported to the fss during the on-site visit in association with this complaint, would have further adversely impacted the quality of tissue processing. This user action is not in accordance with information in section 3.2 of the leica peloris/peloris ll user manual, which details the following: "load and run cleaning protocols like other protocols, but never put tissue in the retort - the dry step will damage it. This means cleaning protocols should never be used for reprocessing runs - use a reprocessing protocol instead." Manufacturer evaluation of the instrument logs showed that bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 10:36am on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties were reset at 10:36am on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 10 was to be set to the default concentration of 100% at 10:36am on (B)(6) 2019. The properties of the reagent bottle in 8 prior to this user action were: ethanol concentration =64.9%, cycles=30, cassettes = 3747 and days =19. Although the user affirmed that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 10:36am on (B)(6) 2019, the actual ethanol concentration remained unchanged at 64.9% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol) was used for the final dehydration step in the "3 hour run" protocol comprising 132 cassettes, which started in retort a at 16:42pm on (B)(6) 2019 and completed at 19:39pm on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint involving "tissue underprocess/over process" following completion of processing. On 21 august 2019, the leica field support specialist (fss) visited the customer site, in order to investigate the circumstances involved in this complaint and to provide applications support and documented the following further complaint details: "event code 630, 204, and 1001 occurred on (B)(6). Wax was unable to drain wax chamber 1. When affected run occurred on (B)(6), customer dumped all reagents except for wax stations. Customer placed 80% ethanol in station 3 and 90% ethanol in station 4. Customer ran affected tissue back on a cleaning cycle (not reprocessing cycle)." The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances. On 16 september 2019, the leica senior applications specialist received information that all cases involved in this event were diagnosable.